Manufacturer narrative:
Received only a two-way catheter. The reported event was confirmed; however, the cause is unknown. Per evaluation, a tear was noted on the shaft which caused water to leak out. The origin of the tear could not be determined. The exact cause of the sample condition could not be determined and could not be assign as a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications - method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edges instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: (1) do not use in patients who are or have been allergic to natural rubber latex" (B)(4).

Event description:
It was reported that the balloon did not be inflate successfully due to a leak during a pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon did not be inflate successfully due to a leak during a pretest.

Manufacturer narrative:
Received only a two-way catheter. The reported event was confirmed; however, the cause is unknown. Per evaluation, a tear was noted on the shaft which caused water to leak out. The origin of the tear could not be determined. The exact cause of the sample condition could not be determined and could not be assign as a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edges instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patients who are or have been allergic to natural rubber latex". (B)(4).

Event description:
It was reported that the balloon did not be inflate successfully due to a leak during a pretest.